Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that probe did not cut during a procedure. The procedure was completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Additional information provided. One opened probe was received with no tip protector, in a tray, for the report of cutter not working. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with heavy white particulate on the needle and a bent needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. Gouge marks were observed at the bend area and several locations along the inner cutter. After the probe was disassembled (bent needle with front shell removed), the probe was able to actuate. The initial test was found non-conforming, and a retest showed the cutter was able to actuate. An initial actuation test failure occurs sometimes due to an interference causing the cutter to become stuck after its surgical use. Additional testing will remove the interference and the probe will then be able to function. The complaint evaluation indicates that the returned probe had actuation and cut issues. The most likely root cause for the actuation and cutting issues is from the bent needle, bent inner cutter and observed foreign material. A damaged inner cutter and foreign material can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the probe was able to actuate. This bent needle and inner cutter condition, along with the observed foreign material, appears to have occurred during the surgical use of the probe, but it is not known how the needle and cutter actually became bent or how the foreign material was introduced. No specific action with regard to this complaint was taken because the reason for the bent needle, bent inner cutter, and foreign material cannot be determined from this evaluation and do not appear to be due to the manufacturing of the probe. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).